Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was not effective for the patient's pain since implant so the doctor changed the device and leads on (B)(6) 2016. The revision occurred and the patient recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.